Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the main drawer 1.2 not detected on bus and failing to release. Cubies affected are a1, a3, and a5. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the row board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.